Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the carto was displaying error 8 and there was the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time when the ablation catheter was seated and the lasso catheter was in the body. The physician was not still able to interpret the both bs and all ic recordings in spite of the presence of noise. The issue did not resolve by replacing the ablation catheter and cable and rebooting the system. The case was completed by replacing another ablation catheter without any patient consequence.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the carto was displaying error 8 and there was the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time when the ablation catheter was seated and the lasso catheter was in the body. The physician was not still able to interpret the both bs and all ic recordings in spite of the presence of noise. The issue did not resolve by replacing the ablation catheter and cable and rebooting the system. The case was completed by replacing another ablation catheter without any patient consequence. The catheter # 1: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The catheter # 2: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.